Event description:
The user facility reported their reliance washer was leaking water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the spray arm hub was full of sediment, preventing free motion of the spray arms. The locked spray arm resulted in excessive water pressure directed to the door of the unit, resulting in the leak. The technician cleaned the spray arm and spray arm hub and verified the spray arms were rotating freely. When it was found that the leak remained after these repairs, the technician replaced the rotary spray arms, bushing and hub. The technician also adjusted the washer basket to ensure proper distance from the washer door. The reliance 333 operator manual (6-3) states, "preventive maintenance:clean rotary spray arms assemblies. Verify rotary spray arms assemblies are rotating freely". The operator manual recommends this inspection be performed once a week by the facility. The unit was installed in february 2011 and is currently under a steris service contract. The last pm for the unit was performed on (B)(4) 2013 at which time no issues were noted.